Event description:
The patient was hospitalized after receiving inappropriate high voltage therapy due to noise on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed the presence of externalized conductors. The rv lead was explanted and replaced. During the same procedure, the right atrial lead was also explanted. The patient's condition was stable following the procedure. Additional information regarding the right atrial lead was requested but is not available. Related manufacturer reference number: 2017865-2017-32851.

Manufacturer narrative:
The reported events of insulation abrasion, clavicular crush, and noise leading to inappropriate high voltage therapy were confirmed during analysis. The reported event of increased high voltage impedance was not confirmed. As received, a partial lead was returned in two pieces. No anomalies were noted on the connector piece. On the distal piece, one internal insulation abrasion breaching ring electrode cable¿s lumen was noted between the right ventricular and superior vena cava shock coils. The ring electrode cable¿s etfe coating was intact and the inner coil was not exposed in this abrasion region. Clavicular crush damage between the svc shock coil and suture sleeve impression was noted on the outer insulation and inner lumen, exposing the inner coil. Other damages found on these two pieces were consistent with those occurring at time of explant. Electrical tests did not find discontinuities or shorts on any conduction paths.